Event description:
It was reported that the patient has expired. Through follow-up with the health-care provider, a response and a copy of the operative report of (B)(6)2010 were received. Unfortunately, the cause of death was not provided.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, two of the four trocars were leaking, which two is unknown. Two insufflation machines were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
Per information received from the health-care provider (via telephone), it was learned that the cause of death was pulmonary hypertension, which lead to calcified respiratory failure. No other details were provided.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report were received. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.